Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced lift does not stop lowering. There was no patient involvement.

Manufacturer narrative:
The final 8 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced lift does not stop lowering. There was no patient involvement.